Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3550-29, lot# n450569, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: accessory. Product ID: 74001, lot# n515129, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: adapter. Product ID: 3487a, lot# l68063, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a system removal was done on (B)(6) 2016 due to an infection. The entire system was removed. The patient was irrigated on both sides. The infection was only at the pocket. The device was implanted (B)(6) 2015 and therefore it was believed that the infection was due to another cause and not from the device or implant. The devices were sent to the lab for culture.

Manufacturer narrative:
Upon review all information in previously reported MDR 3007566237-2016-02315 and its supplemental 001 are determined to be about this report. All future information about this event will be addressed in this report MDR 3004209178-2016-11127.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.